Event description:
Rec'd info that customer changed the cartridge and left the pump on the kitchen counter. When the customer returned, there was insulin on the counter. Customer exchanged the cartridge for a new cartridge and the same occurred. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.